Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginitis, asthma, depression and metrorrhagia. Previously administered products included for an unreported indication: mirena, tylenol and contraceptive. Past adverse reactions to the above products included contraception with contraceptive and mirena. Concurrent conditions included obesity, palpitations, mood swings, increased thirst and dysfunctional uterine bleeding. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol;norgestimate (sprintec) since september 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 and salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017. On 6-apr-2015, the patient had essure inserted. In may 2015, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (vaginal infections)"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In june 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal odour ("vaginal metal odor / other injury orcomplication please describe: vaginal metalodor"), migraine ("migraines") and headache ("headaches"). In august 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, cystitis, urinary tract infection, headache and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, vaginal odour, feeling abnormal, fatigue, vaginal haemorrhage, menorrhagia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: current weight: 230 lbs approximate weight at time of essure placement: 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. 22-mar-2017:pelvic ultrasound essure visualized bilaterally. Small endometrial fibroid. Essure in adnexal locations. (B)(6) 2017:surgical pathology report final diagnosis: hysterectomy, bilateral salpingectomy: secretory endometrium. Few loci of adenomyosis. Cervix: mild chronic cervicitis and focal hyperkeratosis. Unremarkable bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received ¿ outcomes of events urinary tract infection and bladder infection were updated from unknown to recovered / resolved. Treatment drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included vaginitis, asthma, depression and metrorrhagia. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included obesity, palpitations, mood swings, increased thirst and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015, obetrol (adderall) since (B)(6) 2015 and salbutamol (albuterol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (vaginal infections)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"), vaginal odour ("vaginal metal odor"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain lower ("lower abdomen "). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, headache and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, vaginal odour, feeling abnormal, fatigue, vaginal haemorrhage, menorrhagia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Approximate weight at time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. (B)(6) 2017:pelvic ultrasound essure visualized bilaterally. Small endometrial fibroid. Essure in adnexal locations. (B)(6) 2017:surgical pathology report final diagnosis: hysterectomy, bilateral salpingectomy: secretory endometrium few loci of adenomyosis. Cervix: mild chronic cervicitis and focal hyperkeratosis. Unremarkable bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: events (vaginal bleeding), menorrhagia,vaginal infections, migraines, headaches, weight gain, device procedure not performed are added. Concomitant drugs are added. Product, patient & reporter information updated. On 4-apr-2018: medical record received. Concomitant conditions & drugs are added. Product, patient & reporter information updated. Processed with fu 01. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included vaginitis, asthma, depression and metrorrhagia. Previously administered products included for an unreported indication: tylenol, contraceptive and mirena. Past adverse reactions to the above products included contraception with contraceptive and mirena. Concurrent conditions included obesity, palpitations, mood swings, increased thirst and dysfunctional uterine bleeding. Concomitant products included cilest (sprintec) since (B)(6) 2015, medroxyprogesterone (depo provera) from (B)(6) 2015, obetrol (adderall) from (B)(6)2015 and salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (vaginal infections)"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal odour ("vaginal metal odor / other injury or complication please describe: vaginal metalodor"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, headache and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, vaginal odour, feeling abnormal, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Approximate weight at time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. (B)(6) 2017:pelvic ultrasound essure visualized bilaterally. Small endometrial fibroid. Essure in adnexal locations. (B)(6) 2017:surgical pathology report final diagnosis: hysterectomy, bilateral salpingectomy: secretory endometrium few loci of adenomyosis. Cervix: mild chronic cervicitis and focal hyperkeratosis. Unremarkable bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet received. Events added from pfs- urinary tract infection, bladder infection. Concomitant disease, historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginitis, asthma, depression and metrorrhagia. Previously administered products included for an unreported indication: mirena, tylenol and contraceptive. Past adverse reactions to the above products included contraception with contraceptive and mirena. Concurrent conditions included obesity, palpitations, mood swings, increased thirst and dysfunctional uterine bleeding. Concomitant products included amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall) from (B)(6) 2015, ethinylestradiol; norgestimate (sprintec) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 and salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (vaginal infections)"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal odour ("vaginal metal odor / other injury or complication please describe: vaginal metal odor"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen"), back pain ("lower back pain") and arthralgia ("right hip pain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, cystitis, urinary tract infection, headache and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, vaginal odour, feeling abnormal, fatigue, vaginal haemorrhage, menorrhagia, migraine, weight increased, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Approximate weight at time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. On (B)(6) 2017: pelvic ultrasound essure visualized bilaterally. Small endometrial fibroid. Essure in adnexal locations. On (B)(6) 2017: surgical pathology report final diagnosis: hysterectomy, bilateral salpingectomy: -secretory endometrium, -few loci of adenomyosis. -cervix: mild chronic cervicitis and focal hyperkeratosis. -unremarkable bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " back pain and arthralgia¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal odour ("vaginal metal odor"), feeling abnormal ("brain fog"), fatigue ("fatigue") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (patient underwent a procedure to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal odour, feeling abnormal, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, pelvic pain, vaginal haemorrhage and vaginal odour to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.